Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead , implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during the sensing test and during sensitivity setting changes, there was an oversense noted right at the end of the test or at the point of sensitivity setting change on the right ventricular (rv) lead. A single oversense also occurred during a manual capture threshold test at the point of capture loss during the test. Reprogramming was performed to try to troubleshoot the issue. The physician determined that the oversensing was caused by the delay decay feature on the implantable cardioverter defibrillator (ICD) and was only an anomaly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.